Event description:
It was reported that it was suspected that this patient with this right atrial (ra) lead has twiddlers syndrome as this patient had previously twiddled. This patient was sent for x rays. Technical services (ts) discussed the potential outcome of twiddling and the risk of this ra lead being compromised or damaged. The physician was considering going submuscular. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.